Event description:
1 fr vygon PICC catheter found leaking through crack in the line.

Manufacturer narrative:
The failed device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.